Event description:
It was reported that an MRI was being performed of the catheter tip to check for an inflammatory mass/granuloma. The patient had been experiencing mid and low back pain going into the left leg. No additional information was available. It was later confirmed the patient had a diagnosis of a catheter tip granuloma as of (B)(6) 2013 via an MRI with contrast. Prior to the diagnosis, the patient had a history of recent increase in usual pain and band like or radicular pain from their mid back to their left ankle. The patient also reportedly experienced ¿post lumbar laminectomy syndrome - lumbar and back spasms¿ per lab and x-ray findings before or at diagnosis. It was noted the catheter tip level was t10-t11. The device system had been used to deliver hydromorphone from (B)(6) 2011 to (B)(6) 2013; however, it was reported it was filled with preservative free 0.9% saline as an intervention on (B)(6) 2013. The health care provider (hcp) planned to re-image in three months to see if the mass had resolved.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).